Event description:
It was reported that the bd intravenous catheter safety lock experienced a safety mechanism failure. The following information was provided by the initial reporter: intravenous catheter safety lock did not work.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter first name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter name and address: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections manufacturer name, city and state and manufacturer site and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the bd intravenous catheter safety lock experienced a safety mechanism failure. The following information was provided by the initial reporter: intravenous catheter safety lock did not work.

Manufacturer narrative:
H.6. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.